Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair could not verify excess heat because the drill was not working when it was received. The bearings, nose bearings and motor/cable were found to be corroded; all were replaced. The drill was repaired, cleaned, tested and passed all manufacturing specifications.

Event description:
It was reported that the device overheated prior to use. There was no patient impact.